Event description:
The reporter alleged a discrepant result on the device when compared to the lab. The reported device result to lab inr was 8/5. No other information was provided. The device was replaced and requested to be returned for evaluation.